Manufacturer narrative:
Because this event necessitated medical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this event meets the criteria for reportability per 21 cfr part 803. Because the device was used 3+ years ago, it is not available for return, nor is the lot number available for retained-product testing and/or DHR review.

Event description:
In this event a dentist reported that he had a patient who developed a cyst 3+ years after using thermaseal plus. The patient was referred to an endodontist for treatment.